Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during the operation of the cs100 intra-aortic balloon pump (iabp), a 52 alarm occurred. The machine was replaced with another machine. Since the alarm occurred as soon as the machine was turned on, it has not been used on patients and there is no harm.

Manufacturer narrative:
Updated field- b4, g3, g6, h2. Corrected field- h6 ( medical device ¿ problem code ), h11. Correction in h11 for (B)(4) as follow: updated fields- b4, d9, e2, e3, g3, g6, h2, h3 ,h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) tested and found that it was related to the offset of the drive sensor. A quote has been given to the hospital to see if it can be repaired. The customer is not currently requesting repairs and no parts are being returned. No other information is available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3, g6, h2, h11. A getinge field service engineer (fse) tested and found that it was related to the offset of the drive sensor. A quote has been given to the hospital to see if it can be repaired. The customer is not currently requesting repairs and no parts are being returned. No other information is available. In future if we receive any repair information will reopen and update the investigation.